Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-55184.

Event description:
It was reported that the customer's insulin pump alarmed with no delivery during manual prime. The tubing could not be filled manually. The no delivery alarm occurred again during manual prime. The customer was advised to change infusion set and reservoir. The customer reportedly stated the reservoir o-ring seemed bigger than normal and it was difficult to fill the reservoir. Customer was reportedly going to try a reservoir from a different lot. The customer's blood glucose was 400 mg/dl. Nothing further was reported.